Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 500 mg/dl while wearing the pod between 4 and 24 hours. He went to the hospital where the nurses heard a pod alarm that the patient had not. The patient stated that the pod alarmed at noon, and the nurse told him his pod was alarming at 5:00pm, so he did not have any insulin delivery for 5 hours. He experienced dehydration, was treated with fluids, and the pod was changed. The pod was discarded. The provided patient's blood glucose and insulin history was as follows: time: 2:02pm, bg(mg/dl): -, bolus(u): 5.1. 5:35pm, -, 3. 9:21pm, 460, 7.3.